Manufacturer narrative:
Qn#(B)(4). The customer returned one guide wire and lidstock for evaluation. Visual inspection revealed the guide wire was broken adjacent to the distal weld. The proximal weld was intact but the starting to unravel. The guide wire was also observed to have two kinks within the body of the wire. The introducer needle could not be inspected as it was not returned. The kinks in the guide wire measured 352mm and 422mm from the distal end. The overall length of the guidewire measured 451mm which is within specification of 450-458mm per product drawing. The outer diameter of the wire measured 790mm which is within specification of .788-.826mm per product drawing. The undamaged proximal end of the spring wire guide was advanced into the returned catheter and a lab inventory introduce needle connected to an arrow raulerson syringe. The undamaged portion was able to advance through each component with no issue. A manual tug test confirmed that the proximal weld was intact. A device history record review was performed with no relevant manufacturing related issues. The IFU provided with this kit warns the user "that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire." The report that the guide wire was unraveled was confirmed through examination of the returned sample. The guide wire core wire was broken adjacent to the distal weld. Dimensional and functional testing, and a device history record review did not reveal any evidence of a manufacturing related issue. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, unintentional use error likely contributed to this event, however, the probable cause of guide wire and introducer needle resistance could not be determined based upon the information provided and without the introducer needle being returned. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports: "the introducer needle and guide wire were inserted into the patient. Then, the needle could not be removed from the patient since the guide wire and the needle were stuck together. Finally, the needle and the guide wire were both taken out of the patient."

Manufacturer narrative:
(B)(4). Preliminary evaluation of the returned device indicates swg/needle resistance - unraveled.

Event description:
The customer reports: "the introducer needle and guide wire were inserted into the patient. Then, the needle could not be removed from the patient since the guide wire and the needle were stuck together. Finally, the needle and the guide wire were both taken out of the patient."